Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the fall's effect on the implant was not determined but the patient fell forward not backwards on the implant. The cause of the urinating uncontrollably was not determined. The rep stated it could be related to the patient having a different (dbs) lead placed the day before, it was not turned on. They had just been released from the hospital and family said they were acting confused. Patient was readmitted to the hospital after a second fall that evening (fell and hit knees when trying to use the restroom). The patient was not responding to the ins device therapy. Decided to wait a few days to see if potential swelling from (dbs) procedure was causing the issue. Patient has appointment with urologist in two weeks to check the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that that the patient had an interstim system and then a dbs system was placed on 17 feb 2024. The interstim device was placed in MRI mode during the procedure and turned back on following the dbs implant. The patient fell on 18 feb 2025 and started urinating uncontrollably following the fall. The caller indicated that uncontrollable urination had never been a symptom for the patient. The patient/caregiver reported that the patient fell forward and not on to the interstim ins. The caller had the patient verify therapy was on. They also had the patient change from program 7 to program 2 and that did not resolve the issue. The caller did not know the status of the dbs therapy. The caller was not with the patient. Tss reviewed information about therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the hospitalization was not related to the device or therapy.